Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy. No third-party assistance was required. To resolve the occlusions the customer changed the infusion set and cartridge and resumed insulin. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days, and that fiasp insulin is off-label per the user guide. Customer understood and acknowledged.